Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead exhibited diaphragmatic stimulation and loss of left ventricular (lv) capture. A chest x-ray was taken and the lead had dislodged completely and was wrapped around the device.